Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.